Event description:
The granddaughter of an (B)(6) male pt contacted lifecor customer support to report that one of the pt's battery packs was not working. Support requested a download which showed a potential problem with the battery charger. Support spoke with the pt's daughter. The daughter stated that the battery charger would not charge either battery pack. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.